Manufacturer narrative:
Device not yet returned to manufacturer.

Event description:
The physician noticed that the first separator 032 was broken as he pulled it out of the reperfusion catheter. It was replaced with new separator 032 and this broke as well. The third was used with more success and did not break.